Manufacturer narrative:
510(k) number: p100022/s026. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending, a follow up report will be submitted to include the investigation conclusions.

Event description:
This file addresses the second stent implanted and is being reported based on the requirement for surgical intervention. As reported to customer relations: "caught proximal edge with a subsequent stent and folded the 6x140 in on itself. Had to remove the subsequent system and had trouble getting catheter past overlapped segment to retrieve an embolic filter. Eventually able to retrieve filter and ballooned the folded in segment of the initial ptx. At that point, placed longer, subsequent stent through that end with good angiographic results". Dm believes this might be a wire-guide compatibility issue--working on .014 wire with .035 stent, so the mismatch might be the problem. Nothing available for return (first device remains in patient, second device discarded)".

Event description:
As reported to customer relations: "caught proximal edge with a subsequent stent and folded the 6x140 in on itself. Had to remove the subsequent system and had trouble getting catheter past overlapped segment to retrieve an embolic filter. Eventually able to retrieve filter and ballooned the folded in segment of the initial ptx. At that point, placed longer, subsequent stent through that end with good angiographic results." Dm believes this might be a wire-guide compatibility issue--working on .014 wire with .035 stent, so the mismatch might be the problem. Nothing available for return (first device remains in patient, second device discarded)."

Manufacturer narrative:
510(k) number: p1000022/s026. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section MFR site as follows: importer site contact and address: (B)(6). Cook (B)(4). Device evaluation: the zisv6-35-125-6-140-ptx device of lot number: c1468874 involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. There are two device and complaint devices linked to this occurrence. Refer to 3001845648-2018-00340 for details of the second device. The customer was contacted to request additional information. The information was not provided after three requests. The investigation will be updated if the information becomes available. There is no evidence to suggest that this incident did not occur. Therefore, the complaint is confirmed based on customer testimony. Details of this event were forwarded to a research and development engineering; ¿the purpose of the 0.035¿wireguide is to aid the tracking of the zilver ptx thumbwheel delivery system to the lesion location and also to provide support to the delivery system throughout the procedure. The 0.014¿ wireguide would be more flexible than a 0.035¿ wireguide which could lead to there being less support for the delivery system in the patient anatomy. This could cause or contribute to the delivery system becoming caught on the edge of a previously placed stent.¿ the second device becoming caught on the complaint stent could have resulted in the stent becoming deformed and folded in on itself. However, as the device is not available, the information was not provided, and the circumstances of use cannot be replicated in a laboratory environment, a definitive root cause cannot be determined. It can be noted that as per the product instruction for use: precautions: ¿a 0.035 inch (0.89mm) diameter wire guide should be used during tracking, deployment and removal in order to ensure adequate support of the system¿ document review: prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records (c1468874,) revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number: c1468874. Summary: there is no evidence to suggest that this incident did not occur. Therefore, the complaint is confirmed based on customer testimony. The risk was determined to be low (category iii). According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The folded stent portion was ballooned to ensure vessel wall apposition. Complaints of this nature will continue to be monitored for potential emerging trends.